Event description:
User received discrepant results for troponin t for one patient. First sample initial result was 0.465 ng/ml. After 2 hours, a second sample was drawn giving a result of <0.01 ng/ml. Original specimen was retested giving a result of <0.01 ng/ml twice. No information was provided to determine if any treatment was provided based on the discrepant result. If additional information is received, appropriate notification will be provided.